Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11 corrected fields: d4(UDI#), e1(event site telephone). *event site telephone: (B)(6). (Not put in block e1 due to character length). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue and was recommended to replace with new accessories. The customer does not consider repairs and the machine is currently in a faulty state. If information is received, we will reopen and update the complaint.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) catheter was restricted and temporarily stopped. The customer has removed the unit and used a spare unit which is working normally. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.